Event description:
Philips received a complaint from the customer, that the device displayed an error code machine and proximal pressure sensor failure. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
During follow up with the key market, it was reported that the issue was resolved after the data acquisition (da) board was unplugged and reinserted. No parts were replaced. The device was returned to service.